Manufacturer narrative:
(B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a (B)(6) male patient was hospitalized for an ectopic testicle. Surgery was performed and a bd pegasus safety closed IV catheter system was placed in the patient. On the third day after the surgery, the patient developed a high fever and chills. Blood cultures were collected from the patient, tested positive, and the patient was treated with oral antibiotics. Of note, it was also reported that the hospital where the incident occurred conducted an investigation and confirmed that the IV catheter reported was not the cause of the reported fever.

Manufacturer narrative:
Results: one unused and sealed sample was returned for evaluation. A visual/ microscopic inspection revealed no irregularities and an endotoxin inspection met requirements (20 EU/device). A review of the device history record, incoming/outgoing inspection, packaging, and sterility record revealed no irregularities during the manufacture and sterilization of the reported lot # 5169315. Conclusion: an absolute root cause for this incident cannot be determined. Additionally, our quality engineer notes that the incident is not related to the manufacturing process of the device.